Event description:
It was reported that an alarm occurred due to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including adjusting and replacing parts of the device and filling a new cartridge. The customer acknowledged the information about potential issues related to significant temperature changes and planned to replace supplies as necessary to resume insulin therapy.